Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.

Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the formed needle completely retracted. The download data indicates that the device completed both first and second prime, and ran a total of 117 pulses. No damages or defects were observed with the needle mechanism that would result in the cannula not deploying. The cause of the reported event could not be determined.